Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Manufacturer narrative:
The customer¿s report of a filter leak was confirmed. No anomalies were observed with the set during initial visual inspection. Functional testing was performed; the set leaked small droplets from the air vent of the 1.2 micron filter. (Although the customer confirmed several times that the affected filter was 0.2 microns, set model 20129e with a 1.2 micron filter was received and was confirmed to have leaked.) The root cause could not be determined.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the affected product be received for evaluation.

Event description:
The customer reported a leak from a hole in the filter when infusing tpn at 22.2 ml/hr. There was no report of patient harm. The tubing was in use for 6 hrs.